Event description:
The reporter is a pt who has gotten eye infection after using this product. She purchased the product end of march 2007 and the symptoms started early in may including pain, redness, tears, blurry vision, light sensitivity and all these led to corneal ulceration. She was seen by her ophthalmologist, was given medication which took 2 weeks to get better. She was aware of the recall of this product.